Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced irritation at the implant site that was treated with a ten day course of oral antibiotics on (B)(6) 2014. On (B)(6) 2014 it was reported the patient developed a wound infection at the site. Subsequently the patient was administered general anesthesia on (B)(6) 2015 to facilitate removal of the abutment. Report on (B)(6) 2015 indicated site was healing well. The implanted device remains.